Event description:
It was reported that the patient presented in clinic after receiving atp therapy. Intermittent undersensing was observed. The device was reprogrammed. Dft testing was performed and normal measurements were obtained. The patient will continue to be monitored with routine follow-ups.